Event description:
Surgical tech reports small ligaclip applier contained in custom cardinal presource pack was being used for internal mammary takedown when surgeon noted the applier seemed to be scissoring before the trigger was engaged. Issue was noted prior to use. No harm to patient. Device removed from field and replaced with another clip applier (also included in the presource kit). Case finished with no further issues.